Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The catheter shaft was inspected for cosmetic defects and none were identified. Both proximal and distal balloon bonds were examined and found to be continuous and intact. The proximal bond and the distal bond was measured, both bonds meeting the required bond length specification. The balloon was inspected and was found to be burst/ ruptured on the distal side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified aorta. The 27/7/2/100 equalizer¿ balloon catheter was used to stop the blood flow for stent grafting. It was noted that the balloon ruptured due to calcification. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified aorta. The 27/7/2/100 equalizer¿ balloon catheter was used to stop the blood flow for stent grafting. It was noted that the balloon ruptured due to calcification. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.